Event description:
Explanting physician reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found via ultrasound of breasts and seroma." The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Photo analysis: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ edema: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6, h.11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Explanting physician reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found via ultrasound of breasts and seroma." The device has been explanted and replaced. This record relates to the left side.